Manufacturer narrative:
(B)(4). The concorde bullet 9x9x21mm cage (product code: 1878-21-109, lot number: 505495) was returned to the complaints handling unit (chu) on july 5th, 2016. The cage features some signs of use and some minor damage. The threaded hole for the inserter features a notch on one of its sides. The hole itself has half of its threads stripped off. However, the complaint description makes no mention of difficulty placing the cage or having the inserter hold it. The remainder of the cage shows no damage that could affect its ability to remain in place. No damage was found that would alter the manner with which the cage interacts with the body. The damage found did not seem to affect the cage¿s ability to function or interact with other devices. If the cage was removed using an inserter, the damage found may have happened during its removal. DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the cage moving postoperatively cannot be determined from the sample and the information provided. A potential root cause cannot be determined from the returned sample. While the cage does feature some damage, the damage would not necessarily affect the placement of the cage, nor would it result in the cage moving postoperatively. No damage was found to the cage that would affect its ability to function once implanted. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
I arrived at (B)(6) on (B)(6) 2016 for a exploration of l5-s1 fusion with dr. (B)(6). Upon entering the room and viewing the xrays I saw that yes it was truly a revision of an interbody not a failed microdisc or lami and it was a revision of a previous case with our stuff. Based on the x-rays at l5-s1 the concorde inline cage (1878-21-109) was right at the back wall of l5. From initial case reports on (B)(6) 2016 we implanted 5.5 x 35mm pedicle screws (expedium 1797-15-535 x 4) with 5.5 x 40 expedium screws (1797-15-540) 5.5 x 40mm ti curved rods (179771040) and locking caps (179702000) and they were still in place and stable. Surgeon noted to me he was planning on exposing the posterior area, removing the cage and trying to put a larger cage into the space along with dbx putty and vivigen. He noted that he thought he had sized the cage appropriately to a 9mm height for the collapsed space he had dealt with. The initial surgery was performed on (B)(6) 2016 for degenerative spondylolisthesis at l5-s1 level. Patient was exposed, locking caps x 4 were removed. A 9x9x21 parallel concorde inline was removed from the patients right side. He sized up to the next size graft a 9x10x21 concorde inline parallel and the surgeon noted he was happy with the placement of the cage though I had noted he could tap it in a bit further upon viewing a single final x-ray, he did tap a few more times. Both rods were placed back into the pedicel screws and caps applied and final tightened. More dbx and vivigen was placed around the screws and cage that was placed. Patient was closed using typical layered suture closure and dermabond prineo 22cm was applied for final closure. Surgeon noted he was happy with the result of the revision.